Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Current vessel morphology was reported as disease progression with iliac limb dilatation. Aneurysm expansion was observed after two years from evar. As the type 2 endoleak was suspected, coiling was planned as an additional treatment. However, when the whole view was examined by angiography, a type 1b endoleak was observed on the distal right. Thus, the original operation plan of lumbar artery embolization for type 2 endoleak was changed to iia embolization, because the device to embolize cia was undersized and smaller than the vessel size, and also the coverage had to be extended to eia. According to the revised plan, 15 coils were used to embolize iia, and then endurant limb (16x13x124) was landed on eia. The procedure ended after confirming by angiography that the leak had resolved. No clinical sequelae were reported and the patient is fine. Exact date of implant is unknown.